Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent a surgical procedure on (B)(6) 2018, wherein a new scs lead was implanted due to inadequate pain coverage by previous lead.

Event description:
Follow-up further revealed/confirmed the patient's original lead was actually explanted and replaced on (B)(6) 2018. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The device was not explanted as initially reported.

Event description:
Further complaint investigation identified the issue was also reported under MDR # 3006705815-2018-00721. In addition, the device was not explanted.

Manufacturer narrative:
This event was found to be a duplicate and reported in manufacturer reference number 3006705815-2018-00721.